Event description:
Boston scientific received information that after implanting this right ventricular lead high out of range shock impedances were noted. This right ventricular lead was explanted and replaced. Normal shocking impedances were seen with the newly implanted lead and the device. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned. Upon analysis this investigation will be updated.